Event description:
It was reported that the monopolar curved scissors instrument was dull. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering conducted a cut test and the scissors performed as intended. The instrument blades were not damaged. The customer alleged failure mode could not be confirmed. Engineering also observed that one side of the distal end of the main tube as a 1.5 inch long section with material removed. The damaged area is parallel to the tube axis, and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.